Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch # unk. Additional information was requested, and the following was obtained: is the current patient status known?? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Suture was used to oversew. No additional information can be provided. No patient consequences reported.